Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that she experienced high blood glucose levels. Her blood glucose level went up to 600 mg/dl. She changed the infusion set twice. The infusion set cannula was bent and sideways. The customer had a headache, was extremely exhausted, thirsty, and nauseous. The insulin pump did not alarm no delivery. The device was not returned.